Event description:
It was reported that an ilet device would not display the screen despite being fully charged and providing vibration feedback upon wake attempts, consistent with a display or user interface malfunction of the handheld component. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical care. Investigation included remote troubleshooting and device replacement logistics. Investigation of this case revealed a suspected screen/display failure with the original unit and normal function of the replacement unit provided by the trainer. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.